Manufacturer narrative:
Thv/tvt registry. System updates pending. Results: known inherent risk of procedure. Per the instructions for use (IFU), balloon rupture and balloon separation following balloon rupture are potential risks of the tavr procedure. The physician training manuals recommend that the user not use excessive force when removing the balloon if the inflation balloon bursts during deployment. The delivery system was discarded following the procedure and is not available for evaluation. No images of the device post procedure were provided. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In addition, the balloon burst increases the possibility of an obstacle (i.e. Patient's anatomy or sheath tip) interfering with retraction of the balloon/balloon material. The physician training manual provides the following instruction: if the inflation balloon leaks or bursts, do not use excessive force when removing the balloon. In this case, in addition to procedural factors (positioning of the delivery system), patient factors (narrow stj, severe stj calcification, bulky severe annular calcification, bulky severe native leaflet calcification) likely contributed to the balloon rupture during valve deployment. The bunching of the ruptured balloon at the tip of the esheath likely contributed to the reported withdrawal difficulties. The withdrawal attempts likely contributed to the distal tip / nosecone and balloon material separation and subsequent stent placement to ¿jail¿ the material in the iliac artery. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, prior to a transfemoral tavr procedure, concern was expressed about the narrow, severely calcified sinotubular junction (stj). Concern was expressed about the frame of the valve passing through the narrow stj. During the procedure, the delivery system was positioned at the ¿shoulders of the stj¿. During deployment of a 26mm sapien 3 valve, the delivery system balloon ruptured due to a piece of ¿sharp¿ stj calcification. The valve was fully deployed and did not require post dilation. An attempt was made to withdrawal the delivery system back into the sheath; however, due to the rupture, the balloon was bunching at the tip of the sheath. When the delivery system was finally able to be pulled into the sheath, the distal tip (nosecone) of the delivery system and a portion of the balloon material separated from the delivery system and remained in the patient. A new sheath was used to cover the delivery system. The delivery system was cut and removed in pieces. After spending about 1.5 hours attempting to snare the distal tip and balloon material, the decision was made to use a stent to ¿jail¿ the distal tip in the right iliac artery. The stent was successfully placed. The distal tip and portion of the balloon remain in the patient. It was also reported that during the procedure, the patient received 1.5 liters of blood. The patient was transferred in stable condition. The native annular diameter measured 23.9mm by CT. Bulky, moderate to severe annular calcification and bulk, moderate to severe native leaflet calcification were reported. The stj measured 21.4mm x 23.3mm with severe calcification. It was perceived that the narrow severely calcified stj caused the balloon rupture. The delivery system was discarded following the procedure and is not available for evaluation. No images of the device post procedure were provided. The valve remains implanted.